Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
1 reported false negative sars result for 1 symptomatic pediatric patient. The customer communicated the result was confirmed positive by another rapid antigen assay. The customer also communicated 3 additional patient events which are captured on a separate reports. Customer realized they were using the reagent made for rsv.